Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced two severe hyperglycemic episodes while using the ilet, one associated with running out of insulin and another associated with a missed occlusion alert, followed by automated correction that was perceived to overcorrect and contributed to subsequent hypoglycemia; the user has known moderate hearing loss and later transitioned back to a different pump. Symptoms included hyperglycemia up to approximately 570 mg/dl and subsequent hypoglycemia in the 40s. Outcomes included user-managed treatment of hypoglycemia with approximately 80 g of fast-acting carbohydrates, continued use after the first event, and later discontinuation of the ilet. Investigation included user follow-up, event chronology confirmation, and troubleshooting and education regarding alerts and hypoglycemia treatment. Investigation of this case revealed user-related factors including insulin supply depletion, a missed occlusion alert potentially related to hearing limitations, and overtreatment of hypoglycemia; no device malfunction or unresolved alarm behavior was identified. It was concluded, based on previously established findings for similar reports, that the cause was use-related error combined with physiological variability.